Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the patient's pressure and respiratory rate dropped at which time it was necessary to perform CPR. The physician elected to stop the procedure and indicated that in the upcoming weeks another attempted implant procedure will be performed. The chronic device was a non boston scientific product being explanted for battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
There was no product implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.